Event description:
Dr had a right total hip anterior approach procedure scheduled and always uses the orthopat machine for this procedure. The case started during the morning. During the case, he stated several times that the suction was not good. The circ nurse notified him that the recommended suction is 150 mmhg and turned the knob up to 200 and even 230 mmhg. Suction still seemed to not improve. The case moved on and the orthopat beeped notifying that something was not right. The circ nurse went to the machine several times to readjust the tubing, checked for kinks, opened/closed the lid to make sure the stopcocks were in place over and over again. The circ nurse called the 800 number on the manual of the orthopat and was walked through many steps to alleviate the problem. In addition to what the circ nurse already tried, the circ nurse was told to turn on and off the machine and eventually told that representative did not know what was going on and that if the circ nurse had any more questions to call back. Dr asked if person 1 or person 2 had been notified or if a senior nurse was available to come and trouble shoot. Person 2 was notified and she contacted the rep. He did callwithin a few minutes to help trouble shoot issues. By the time the rep called, the first orthopat machine was getting full of blood in the plastic reservoir and the circ nuse had to set up another orthopat for the surgeon. The circ nurse got the 2nd orthopat ready and it was running fine. When the rep called, the circ nurse asked him now that he had 2 orthopats, how does he process the blood from orthopat 1 in order to return it to the patient because the circ nurse was getting so many error messages. Initially the rep helped the circ nuse troubleshoot the machine and nothing he asked the circ nurse to do worked. The machine would not process the blood. He later stated that it must be the stopcock on the left rear part of the machine that must be faulty. After some more discussion, the next concern was to find a way to save the blood in the reservoir so it could be processed. The rep told the circ nuse that he needed to aseptically suction out the blood from the post op tube from orthopat 1, into the intra op tube of the 2nd orthopat. No one at the facility had a clue on how to perform this since it is not normally done.the case eventually ended in the afternoon, and the patient was sent to pacu post anesthesia care unit with #2orthopat. The concern now was what to do with the #1 orthopat and how to process the blood. Since we can't process the blood, how do we save it? The rep was called again and he said that he found a better way to aseptically moved the blood in #1 orthopat into the #2 orthopat. He provided step by step instructions to the circ nuse, who helped and instructed the pacu nurses. The blood was transferred into orthopat #2 and it did get processed. One of the pacu nurses later told the circ nurse that 450cc was reinfused into the patient.dr was notified of the outcomes and was very happy with the end result. Person 2 was notified after it was done too.equipment/supply malfunction or defect.======================health professional's impression======================faulty system.